Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking and exposed and frayed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspections of unit revealed exposed wires on the power supply. Software evaluation was not possible with material returned. A golden power supply was used to power the unit throughout all test steps. The unit was powered on with no issues observed. The reported event was visually confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.